Event description:
It was reported that during a coronary stent procedure, the shaft of the catheter broke. An express2 stent had been successfully delivered over a bmw wire to a circumflex lesion. The same bmw wire was repositioned into the diagonal and the maverick was advanced over the wire. The balloon became stuck on the wire. The wire was cut behind the monoraill segment for removal. Upon removal the shaft of the catheter broke and was removed without incident. No pt injuries or complications were reported.